Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
Should additional information be recevied, this investigation will be updated.

Manufacturer narrative:
At this time the device remains in service. Should additional information be received, this investigation will be updated.

Event description:
Subsequently, additional information was received that this patient was going in for a device change out procedure and low thresholds had been noted on the competitive right atrial (ra) lead. The device has declared elective replacement indicator (eri) prematurely shortly after the patient had a bypass surgery. This device has been successfully replaced with another device. No adverse patient effects reported from the procedure.

Event description:
Boston scientific received information that this patient was seen back in july with 3 years of battery life left on their pacemaker. The patient recently underwent bypass surgery and the device was reprogrammed due to high pacing thresholds (4 volts at 1 millisecond). The devices right atrial (ra) output was increased to 6.5 volts at 1 millisecond. Shortly thereafter, the device triggered elective replacement indicator (eri). The medical personnel is now questioning how much time they have from eri until end of life (eol) as the patient is pacemaker dependent. No adverse patient effects reported at this time. Additional information received from the local sales representative states that this patient was brought back into the clinic for a follow up on their device and the pacing thresholds in the ra were still high. The physician had no allegations against the devices longevity. The local sales representative suspects that the impact of the patient's surgery may have contributed to the identified elevated thresholds. The patient will be scheduled for device replacement in the near future.